Event description:
It was reported, that the patient presented remotely via merlin.net. Transmission revealed, that the right atrial lead exhibited high capture threshold and failed to capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable.